Event description:
It was reported that 3 bd luer-lok¿ tip syringe with bd precisionglide¿ needles leaked past the stopper. The following information was provided by the initial reporter: "liquid leak out from the stopper."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: four photos were received by our quality team for evaluation. From the photos, the team is unable to determine if liquid leakage passed through the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. However, as there is no sample returned for further analysis, the root cause cannot be determined.

Event description:
It was reported that 3 bd luer-lok¿ tip syringe with bd precision glide¿ needles leaked past the stopper. The following information was provided by the initial reporter: "liquid leak out from the stopper."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 bd luer-lok¿ tip syringe with bd precisionglide¿ needles leaked past the stopper. The following information was provided by the initial reporter: "liquid leak out from the stopper."